Event description:
It was reported that the atrial impedance had increased > 30% over the last six months, but the values were not out of range. In addition, the minute ventilation (mv) sensor was disabled. A signal artifact monitor (sam) episode showed electromagnetic interference (emi) artifacts on the electrogram (egm). No adverse patient effects were reported. The device remains implanted.